Manufacturer narrative:
Date of event was estimated.

Event description:
It was reported the patient was experiencing pain and heat at ipg site. Surgical intervention may take place in the future to resolve the issue.

Event description:
Surgery was reported on (B)(6) 2022 where the patient had ipg replaced. Effective therapy was restored.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.